Event description:
It was reported that the patient developed an infection. The patient was treated with antibioctics and released on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.